Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ise indirect na, k, cl gen.2 ise indirect na+, k+, cl-for gen.2 results for patient samples and qc material. Low results had been received for potassium for approximately one year since the system was installed. On (B)(6) 2016, a doctor in the intensive medical unit complained about low sodium results for several patients that did not fit the previous results or the disease of the patient. The laboratory repeated the samples and the results were within normal range. One example was provided as an initial result of 125 mmol/l and a repeat result a few hours later of 145 mmol/l. The patient was not adversely affected. During the event, the quality controls results were low and out of range. The customer stated another analyzer at the site had the same issue, but no information was provided. The electrode lot number and expiration date were requested, but were not provided. The field service representative performed maintenance and ran precision testing which were acceptable. He felt the analyzer was in very good condition and the cause was possibly preanalytical. Water quality was checked; no microorganisms were found. He changed the wash rack procedure and the customer began testing "dummy samples" before she performs the calibration. Since these changes, there have been no further issues. A specific root cause could not be determined. Information for further investigation was requested but was not provided. Based on the provided data, a missampling caused by incorrect preanalytics and ise/reference flow related issues were possible causes. The calibration monitors showed high variation in the emf values for the calibration standards which indicates a handling issue.